Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer.

Event description:
The customer reported falsely elevated calcium results on one patient generated on the alinity c processing module. The results provided were: on (B)(6) 2020 sid26840214 initial = 6.0mg/dl (normal range 8.5 ¿ 10.5mg/dl) / retested = 9.1, 6.5, 9.1, 9.0, 9.1, 8.1, 6.4mg/dl. There was no reported impact to patient management.

Manufacturer narrative:
During the requested site visit, the field service representative (fsr) checked the instrument and found that the 1 ml syringe #1 & the 1 ml syringe #2 were swapped during installation. The fsr swapped the position of the syringes;1 ml syringe (list number 09d41-03), which resolved the issue. A review of the alinity c (serial number (B)(6) analyzer¿s service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results thereafter. The alinity ci-series operations manual addresses operational precautions and limitations. The operations manual also provides probable causes and corrective actions for depressed concentration and erratic assay results and provides instructions for the removal and the replacement of the 1 ml syringe. A 12-month review of tickets did not identify any trends associated with the 1 ml syringe. A review of the alinity c / architect cc monthly product monitoring scorecard identified no trends for the alinity c analyzer and no similar issues for discrepant results as described in this complaint. Based on the investigation, no systemic issue or deficiency of the alinity c processing module, sn (B)(6), or the 1 ml syringe (ln 09d41-03) was identified.